Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
It was reported that the customer got hospitalized due to low blood glucose with blood glucose of 40 mg/dl at the time of the incident. The customer was wearing the insulin pump during the incident. The customer reported that the pump was over delivering. Troubleshooting had been completed by the caller and the pump passed. The daily insulin use totals were high and the caller was advised to review them. No further information was provided as the caller would call back. The insulin pump will not be returned for analysis. Frn- model unknown ¿ reservoir